Event description:
A surgeon reports that following intraocular (iol) implant surgery, the pt's vision is blurred and they see a shadow all the time. The relationship between this event and the iol is not known. Add'l info has been requested.